Event description:
It was reported to boston scientific corporation on august 21, 2008 that a leveen needle electrode device was used during a radio frequency ablation procedure performed in 2008. According to the complainant, the pt had burns of unknown degree above the grounding pads on the right and left hips after the procedure. The pt was treated and released. It is unknown how long after the procedure that the burns were detected. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A ship history was performed and found that lot numbers 11756987, 11462988, and 11448730 were the last three lots sent to this customer. A lot history and device history record search was performed and found no other complaints against these lots. The august 2008 15-month rf probes stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.